Event description:
The customer used the blood glucose device to check their glucose and they obtained a result of 393 mg/dl. They took more insulin than normal. About four hours late they tested again and the device read 288 mg/dl. They then had a hypoglycemic event and emts were called. Emts checked their glucose and the level was 11 mg/dl. They immediately administered a glucose IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.